Manufacturer narrative:
Age and date of birth, patient weight, and ethnicity and race: unknown information was asked but not provided. Date of event: unknown information was asked but not provided. Model number: unknown, as product serial number was asked but not provided. Catalog number: unknown, as product serial number was asked but not provided. Device serial number: unknown as information was asked but not provided. Expiration date: unknown as product serial number was asked but not provided. UDI number: a complete UDI number is unknown as product serial number was asked but not provided. Date implanted: unknown information was asked but not provided. Date explanted: unknown information was asked but not provided. PMA/510(k)#: unknown, as the serial number was not provided. Device manufacture date : unknown as product serial number was asked but not provided. Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing record cannot be reviewed since the iol serial number is unknown. Historical data analysis: the complaint history was not reviewed since the iol serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no additional information has been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the account has some intraocular lenses (iols) that were explanted during iol exchange procedures. No further information is available.